Event description:
The customer reports that the catheter fell out after 72 days. Implanted (B)(6) 2010, fell out (B)(6) 2010 after the patient inadvertently pulled on it a little while undressing. The patient complained of some pain after this and the catheter was replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.